Event description:
It was reported that the leads migrated with symptoms of low stimulation on the back. When the implantable pulse generator (ipg) was inadvertently touched by the bipolar device, it did not enter pairing mode and became unresponsive. The patient underwent a replacement procedure and is recovering well postoperatively. The explanted devices were not returned, as it has been disposed of.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 763065. UDI: (B)(4).